Manufacturer narrative:
The reported event of material deformation/stretched helix was confirmed. Final analysis found the inner and outer helix stretched out of specification. The inner and outer helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. No further anomalies were detected.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the helix of the atrial lp was stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.